Manufacturer narrative:
Visual examination of the complaint device revealed that the catheter was broken inside the balloon. A functional evaluation was performed and the balloon inflated with no issues. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a dilation procedure on (B)(6) 2016. According to the complainant, during the procedure, when the balloon was inflated, the tip of the balloon kinked into a right angle. The endoscope had to be removed in order to straighten the balloon, and the patient was then reintubated. It was also noted that negative pressure was applied. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. UDI= (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a dilation procedure on (B)(6) 2016. According to the complainant, during the procedure, when the balloon was inflated, the tip of the balloon kinked into a right angle. The endoscope had to be removed in order to straighten the balloon, and the patient was then reintubated. It was also noted that negative pressure was applied. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.